Event description:
Device 3 of 3 reference MFR report: 1627487-2014-26645 and 26650. The patient reported she was lodged between a mechanical device and a counter and her ipg that is implanted in her hip was lodged onto the counter. Since the event, she is only able to feel the stimulation when she points her head upwards. After the incident, she is experiencing increased recharge burden. Follow up information identified that when she reaches her arms in front of her, the stimulation increases dramatically. The patient is also receiving sporadic jolts 4-5 times a day and is not associated with any particular movement or anomalies. Lead diagnostics revealed impedances within normal range. The patient underwent surgical intervention to remove and replace her ipg. The patient had effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.